Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the patient was in a car accident which ruptured the sutures that held the stimulation in the pocket. The stimulator migrated to her ribs, which was painful. The patient had a pocket revision in (B)(6) 2013 to correct the migration. No components were replaced. The device was providing therapy as intended during this time. The therapy was working great for the patient.